Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that during a case using the spine guidance software, the virtual tip of the would move around even when the instrument was held still.

Event description:
It was reported that during a case using the spine guidance software, the virtual tip of the would move around even when the instrument was held still.